Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimension and functional testing could not be performed. In case of this complaint, it is possible that the coil delivery wire broke while advancing through the microcatheter due to some handling issues or procedural factors encountered during use, possibly leading to the reported issue and the additional information provided by the customer indicated that no damage was noted to the device prior to use; therefore, an assignable cause of handling damage was assigned to the as reported issue 'nv ¿ coil delivery wire broken/fractured' as the issue is due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use.

Event description:
It was reported that during the procedure, the physician felt a strike when inserting the coil into the microcatheter and the delivery wire of the coil was broken. There were no clinical consequences to the patient reported due to this event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during the procedure, the physician felt a strike when inserting the coil into the microcatheter and the delivery wire of the coil was broken. There were no clinical consequences to the patient reported due to this event.